Event description:
A customer reported inflammation on the pt's left eye after uneventful femtosecond lasik surgery. Inflammation was persisting 15 months after the procedure was performed. A company rep reviewed the pt's file with the reporter and described the inflammation as very small, mild and similar to scarring. The pt's visual acuity was not affected. According to the surgeon, the inflammation was "more pathological than related to surgery" and he did not suspect the sys. No additional info is expected from the reporter. This is one of two medical device reports being filed for this pt. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No additional info is expected from the reporter. (B)(4).